Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien that a customer had an issue with a peritoneal dialysis catheter. The customer report the pt's mother found a pinhole leak in the catheter, at the site of the beta cap adapter ridges. Catheter with leak was clipped and beta cap was replaced with a titanium adapter. Pt was given 1 week of antibiotic therapy prophylactically.